Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead exhibited multiple inappropriate automatic mode switch episodes due to over-sensing noise resulting in pacing inhibition. The lead was capped and replaced on (B)(6) 2020. The patient's condition was stable before, during, and after the procedure.